Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient presented to the hospital with symptom, however it was not specified if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified treatment (dose, route, frequency and duration not reported) for the event. At the time of this report, the patient had recovered from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available.